Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: the serfas wand was activating on its own with out any buttons being pushed. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be probe short (fluid ingress), due to a broken/damaged bond of the polyimide and suction tubing causing fluid ingress to the pcb can lead to a short circuit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was continuously activating.